Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A u.s. Distributor contacted zoll to report that a patient's charger was unable to charge a battery.